Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule fell off into the patient's stomach and was not retrieved. The patient was not inured following the procedure.